Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported), resulting in fixture loss of three vistafix implants. There are no plans to reimplant the patient with another device as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
Device not available for analysis. This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4).